Event description:
The patient's wife reported that her husband experienced his infusion set tubing separating at the luer lock connection. She stated that his blood glucose was elevated to 260mg/dl. His normal range is 110 mg/dl. The patient's wife reported that he changed his infusion set tubing and bolused to reduce his elevated blood glucose level. The patient experienced blurry vision and felt like he had a temperature with the elevated blood glucose levels. The patient's wife reported that the patient did not require medical assistance from a healthcare professional or second party to address issue. The product has been requested to be returned for evaluation.